Event description:
It was reported that the implantable neurostimulator (ins) was unable to maintain charge. The patient reported that the stimulator was not holding a charge as it previously did. The patient experienced a lack of therapeutic effect due to decreased coverage. The patient reported that the system was no longer providing coverage as it previously did. The patient also had a need for a brain MRI so the entire system was replaced. Diagnostic tests were performed on (B)(6) 2015. The outcome was resolved without sequelae. Later it was reported that the battery was at elective replacement indicator (eri). It was noted that the battery depletion was normal.

Manufacturer narrative:
Final analysis of the stimulator revealed insignificant anomalies. The stimulator was functionally okay. An interval recharge test was performed and no anomalies were found. The stimulator was charged and depleted normally and performed properly throughout all tests with no anomalies observed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v235029, implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot # v235029, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4). Analysis results were not available as of the time of report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.